Event description:
It was reported that during a laparoscopic lobectomy procedure, the reload was loaded into the instrument and the jaw was closed. When the jaw was opened again, the cartridge detached off. Even though the cartridge was reloaded several times, the same event occurred. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.